Manufacturer narrative:
The user experienced hypoglycemia requiring paramedic assistance and emergency medical evaluation while using the ilet. This situation can result in acute metabolic decompensation requiring urgent treatment. Engineering log review indicated the ilet was functioning as intended, with insulin delivery appropriately reduced and suspended in response to falling and low glucose levels and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date with appropriate alerts generated. Based on the available information, the root cause of the event could not be determined. Additionally, due to limited information regarding symptoms and treatment, the severity of the hypoglycemic event could not be fully assessed. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that the user experienced a hypoglycemic event with blood glucose as low as 31 mg/dl. The user was treated by paramedics and transported to the emergency room. The outcome of the event and any long-term health effects were not reported.